Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2019-07753, 1627487-2019-07755. It was reported that the leads were not making contact due to scar tissue. As a result, the system was explanted in 2015 at an unknown date.